Manufacturer narrative:
Troubleshooting was done by the applications support manager over the phone. The system then passed tare verification and customer finished rest of the scheduled cases successfully without any issues. . A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys-u laser system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A force sensor saturation error occurred in the middle of a case during lens fragmentation which disabled the system. Patient treatment was aborted and was finished with the phaco system. System was re-enabled but then tare verification began failing. Laser was firing at the time of the error. No patient injury was reported.